Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the suction channel dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the eog valve broken, the remote control buttons perforated, the insertion flexible tube (ift) crushed, the lg prong top scratched, the air nozzle dirty, the water nozzle dirty, the biopsy inlet t-piece dirty, and the angle wire snapped/cut ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.